Event description:
It was reported that the device was implanted on (B)(6) 2025. There was an endoleak (reported being either a type ii or a type iii) observed after the case was completed. The graft was re-ballooned and it was thought there was a potential crotch tear at the bifurcation. Approximately 30 days later the follow up scan showed an endoleak. Reintroduced completion graft to realign the graft. The physician stated it could possibly have been caused by aggressive ballooning.

Manufacturer narrative:
The device remains implanted. Medical imaging was received and reviewed by the medical director who confirmed that the CT scan performed 4 days post procedure showed an endoleak appearing to arise at the crutch of the bifurcated graft component (us zenith fenestrated aaa endovascular graft distal bifurcated body device). The medical director commented that it did not appear to be a type IV endoleak (fabric porosity) as they settle down once the procedural anticoagulation wears off and that the endoleak does not appear diffusely through the fabric of the device. The medical director concurred that it plausible that aggressive ballooning could have cause the reported event. Additional information was received. The instructions for use (IFU) were followed and the device functioned as expected. The device was inspected prior to use to ensure no damage had occurred. It was reported that the endoleak was at the distal end in the bifurcated-abdominal aorta. The patient¿s anatomy was not tortuous, and the neck anatomy was parallel. It is unknown if the patient was on anticoagulants or any other medication during the procedure. It was reported that the ballooning was performed contralateral at all junction points. Covered stents (icast 6 x 22 on the right, icast 7 x 22 on the left) were placed in the renal arteries through the small fenestrations. There was an 5-7 mm overlap of the covered stent inside the aorta. The intra-aortic segment of the covered stent was flared with an oversized angioplasty 10 x 2 balloon. The device history record for work order for ac1192413 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no temporary deviations and no non-conformances in place at the time of manufacture. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device states: 4. Warnings and precautions 4.1 general use information the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure: inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. 5 adverse events lists: endoleak endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion there is no evidence to suggest the customer did not follow the IFU. Based on the medical director's assessment and the information received, a definitive cause could not be determined from the investigation. Possible causes are: procedural related factors (e.g. Over ballooning) patient related factors. Device related factors, such as mechanical stress or fatigue affecting the graft material. After considering this event the risk associated with the use of this device is still deemed adequate. A corrective and preventive action (CAPA) was initiated on 18-dec-2025 due to an increase of complaints between september to december reporting of a tear/type iii endoleak at the bifurcation of the us zenith fenestrated aaa endovascular graft distal bifurcated body device.

Event description:
It was reported that the device was implanted on (B)(6) 2025. There was an endoleak (reported being either a type ii or a type iii) observed after the case was completed. The graft was re-ballooned and it was thought there was a potential crotch tear at the bifurcation. Approximately 30 days later the follow up scan showed an endoleak. Reintroduced completion graft to realign the graft. The physician stated it could possibly have been caused by aggressive ballooning.